Event description:
It was reported that the device will be removed and replaced due to loosened implants and screws as well as potentially dislocated condyles. A new case has been initiated.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
Corrected: b1, b5. The reported event, involving loosened implants and unsecured screws, was confirmed with CT scans and a new case was opened for revision. The patient has a complex medical history with multiple surgeries and issues like nerve damage and questionable bone quality. The surgeon canceled the case in (B)(6) 2024, and despite repeated requests, no further information was provided. The clinical applications department suggests that the patient¿s condition and potential mispositioning of implants could have contributed to the event, but the root cause remains undetermined due to lack of additional details. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices. Therefore, no corrective and/or preventive actions are deemed necessary at this time. This complaint is added to the complaint trend.

Event description:
It was reported that the device will be removed and replaced due to loosened implants and screws as well as potentially dislocated condyles. A new case has been initiated, which was canceled at the end.